Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer's pump shut down unexpectedly. The battery was at 35 percent prior to the pump turning off and there were no alarms related to this event in the pump history. The customer's blood glucose (bg) level was in the 600s mg/dl with a high level of ketones and an insulin injection was used to address the bg level. The customer charged the pump and the appropriate opening screen had displayed. As the event had occurred in the past, tandem technical support was unable to perform a system check to determine a possible cause.